Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, and before surgical port placement, the customer called to report error 802. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and identified a patient side cart (psc) battery error, advised power cycling, battery reset, and connecting the psc to ac supply, but the issue persisted. At this time, it is unknown how the procedure proceeded. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was not resolved, so the procedure was converted to traditional laparoscopic surgery. The system issue occurred before port placement. The patient tolerated the change in procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the module battery box and auxiliary power board. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.